Event description:
Baby had a PICC line inserted to left arm, it was noted to be leaking at hub. There was a crack in the hub area.

Manufacturer narrative:
It is unknown if sample will get returned for evaluation or not. There were no images or videos provided for investigation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided or sample is returned in the future, a follow-up report will be submitted. It is unknown if sample will get returned for evaluation or not at this time.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, the sample was not available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
Baby had a PICC line inserted to left arm, it was noted to be leaking at hub. There was a crack in the hub area. Update: PICC line leaking and had to be removed. Crack or hole noted when flushed at the hub. PICC only inserted today at 1500h. Will need new PICC inserted. Specialty team needed to insert and remove. Dr called in and removed line. Flushed when removed to find hole in catheter.